Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed no cassete attached alarm was duplicated during dso testing. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) dso being non-reactive and found cassette not attached alarm after attaching the cassette. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Probable cause is dso sensor.

Event description:
The device evolution identified damaged downstream occlusion sensor. There was no patient involvement.